Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported an impella cp was implanted in a 59 year-old male for mechanical circulatory support. It was reported that the pump experienced low flows following implant. It was noted that the initial flows were around 1.9 l/min but then dropped to .6 l/min. As a result of the persistent issue, the pump was replaced with a new impella cp device. Upon explant, it was noted that there was a visible clot in the inlet of the device. There was no patient harm. No additional information was provided.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. There was a big clot in the outflow cage. The data logs show a small spike in motor current and suction alarms. The root cause of the low pump flow is most likely due to biomaterial ingestion.